Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed lesion with no calcification was located in the moderately tortuous aorta. Before inflation, the f/g sterling otw 4.0 x 20/80 (4f) balloon rupture was confirmed. Procedure was completed with another of the same device. Patient status is good with no complications reported.